Event description:
It was reported that the customer's insulin pump alarmed while holding the activate button during the manual prime process. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.